Event description:
It was reported that the downstream occlusion (dso) seal was bubbled/unattached in the middle of the seal. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Received one device. Customer complaint of bubbled/unattached downstream occlusion sensor (dso) seal in the middle of the seal. Confirmed through visual inspection. Replaced dso seal. Performed dso/uso sensor calibration. Validated repair through sensor test. Upon further investigation, date and time not saving. Pwa board, and uso seal. Performed performance verification tests (pvt), unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.